Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Calcification was suspected and reprogramming efforts were performed. Chest x-ray and command shock have been ordered by the physician. However, the x-ray and the command have not been performed. It was also noted that the right atrial (ra) and the rv leads exhibited myopotential noise. The sensing was reprogrammed. At this time, the product remains in service and no adverse patient effects were reported.